Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm during priming. Customer stated that the insulin pump was possibly bumped or dropped but was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. The blood glucose reading was 171 mg/dl. Nothing further was reported.